Event description:
On 2016-07-19 the representative reported this pump was implanted in (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-19 the representative reported this "premature eri" pump was implanted in (B)(6) of 2013.

Event description:
On 2016-07-27 the representative reported that the patient did not experience any symptoms as a result of the alleged eri issue. There were no volume discrepancies observed during the pump life. The pump was replaced on (B)(6) 2016 and was to be returned for analysis. The patient was doing fine and benefited from therapy again.

Manufacturer narrative:
Analysis revealed the premature eri was cause by a low battery voltage below 2.79 volts. A shorted feedthru across the insulator of the pump motor was discovered during analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine 20 mg/ml at a dose of 6.001 mg/day ¿and myptm¿ via an implantable pump. The patient¿s concomitant medications were not obtainable and the patient¿s medical history was reported as ¿none¿. It was reported that during normal use, the last refill on (B)(6) 2016 the elective replacement indicator showed 41 months. ¿since the weekend¿, the pump was beeping and on (B)(6) 2016 the pump was interrogated and eri showed zero months. Eri had occurred per the pump data on (B)(6) 2016. At this time patient symptoms were not reported. There were no environmental, external, or patient factors that might have led to the event. No diagnostic testing or troubleshooting occurred. The issue was not resolved but the pump¿s explant was planned but the explant date was not obtainable as it was not scheduled at the time of the report. However, on (B)(6) 2016, it was later reported the pump would be replaced ¿next week¿. On (B)(6) 2016 it was then reported that the explant and new pump was planned ¿in week 17, (B)(6)¿. At the time of the report, the patient's status was reported as alive-no injury. The pump was expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.